Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose event. The customer¿s blood glucose was 33.3 mmol/l at the time of incident. Customer¿s parent stated that customer could not find the insulin pump after it was taken off. Customer's healthcare professional stated that the customer is going into diabetic ketoacidosis and needed a loaner insulin pump. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.